Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3775 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine fibroid, pelvic pain female, transient ischemic attack, prediabetes, migraine, asthma and endometriosis. Ureteral patency confirmed. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3775 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (cystourethroscopy time of robotic assisted hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix with no significant pathologic abnormality. Benign endometrium. Leiomyomas. Endometriosis involving serosa of fallopian tube. Surgical procedure: robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Specimen(s) submitted: uterus, cervix and bilateral fallopian tubes. Clinical data and pre-operative diagnosis: pelvic pain. Operative findings and post-operative diagnosis: not provided gross description: there is a gray metallic coil inserted to the proximal end of the lumen of each fallopian tube. The remaining cut surfaces are unremarkable. The cut surfaces are unremarkable. Microscopic description: unless otherwise indicated the special stains were performed for diagnostic purposes and were deemed by the pathologist necessary to clarify the diagnosis. Positive and negative controls stained appropriately. The tests (immunohistochemical and/or in situ hybridization) reported above were developed and the performance characteristics of this testing were determined at (B)(6) hospital using a proprietary platform and detection kit (ventana). Some of these tests may not have been approved by the united states food and drug administration, although the FDA has determined that approval or clearance is not necessary for such testing to be performed. [Ultrasound scan vagina] on (B)(6) 2012: examination/technique: transvaginal and transabdominal pelvic ultrasound . Transvaginal pelvic ultrasound performed to better delineate the pelvic structures. Findings: uterus: within normal limits. Uterus measures 11.6 x 3.6 x 6 cm. Mild heterogeneous uterine parenchyma. No discrete fibroid. Endometrial stripe: homogeneous , normal thickness at 4mm. Right ovary: the right ovary measures 3 . 8 x 3 .1 x 3 . 6 cm containing 2 follicles/functional cyst, each measures 1. 8 x 1.2 x 1.6 cm and 2.2 x 2.3 x 1.7 cm. Respectively versus one septated ovarian cyst measuring approximately 2 . 6 x 2 . 6 cm. Left ovary: normal ovarian size and texture. The left ovary measures 2 x 1 .4 x 2 .1 cm. Free fluid: none. Impression: 2 adjacent follicles/functional cysts versus one septated cyst in the right ovary. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3775 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.